Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. It was noted that there was a crack in battery compartment and moisture/corrosion was observed in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump's black box data revealed one pump reboot had occurred. During a visual inspection of the pump, the battery compartment was found to be cracked. The returned battery cap secured properly to the pump. A leak test was performed and confirmed a battery compartment leak. The pump was exercised for 24 hours with no power interruptions or alarms. The pump case was removed and no evidence of moisture ingress or damage to the power circuit was found. The complaint of no power was not duplicated during investigation. Unrelated to the power issue, investigation revealed that the display was dim, faded and discolored.